Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Event description:
There was an allegation of questionable albp albumin bcp results for 1 patient sample on a cobas c 503 analytical unit. This medwatch will cover albp. Refer to medwatch with a1 patient identifier (B)(6) for information on the dbili results and medwatch with a1 patient identifier (B)(6) for information on the bilt3 results. The initial albp result was 4.31 g/l. The first repeat result was 42.9 g/l and the second repeat result was 43.6 g/l.

Manufacturer narrative:
The analyzer serial number (B)(6) . The investigation is ongoing.